Event description:
Inverted colour code of electrocardiogram sets for telemetry transmitter. When mounted on transmitter color leads didn't correspond to those drawn on transmitter box. As a result all electrocardiogram curves were inappropriate. This problem was identified prior to use on a pt.